Event description:
It was reported that the device presents the front saline plug cracked. No back-up device is available. There is not significant delay and no patient injuries.

Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event includes: handling or transportation of the unit could have caused the components to become stuck from their intended positions due to vibrations or contact with another object. There are no indications to suggest the device did not meet product specifications upon release into distribution.